Event description:
It was reported when using the bd pyxis medstation es system hardware failed and prevented user from accessing medication to patients. The customer added that they were able to unlock and move medication to different location. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the hardware was failed. The field service engineer removed back panel reseated station controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.